Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some issues with the infusion set. The infusion set had a bent cannula. Customer's blood glucose level was over 600 mg/dl. The insulin pump alarmed off no power the day before. The infusion set fell out of the serter. The device was not returned.